Event description:
Tap- it was reported that 345 days after implantation of a 3.0x28mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the previously stented mid left circumflex artery (lcx). A pre-intervention stenosis of 80-90% was reported. Angioplasty was performed on the lesion with a 2.0mm and a 2.5mm balloon with "significant residual narrowing" noted. A 3.0x28mm taxus stent was deployed at 14 atm in the lcx in the region of the lesion. A post-intervention residual stenosis of 0% with "normal forward flow" was reported. The patient was noted to be "pain free" and "hemodynamically stable" following the procedure. The patient presented 345 days after the initial procedure with "atypical chest pain" and in-stent restenosis in the mid lcx. An in-stent restenosis percentage was not reported. A 3.0x21mm noncompliant balloon was used to pre-dilate the lesion. A 3.0x32mm taxus stent was deployed at 16 atm in the lcx in the region of the lesion. Subsequently, the stent was post-dilated with a 3.5x21mm stormer balloon. A post-intervention residual stenosis was not reported. The patient received plavix and aspirin prior; heparin and nitroglycerin during; plavix and aspirin after the procedure. "No complications" were reported.

Manufacturer narrative:
The complainant indicated that stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7698480 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available, a supplemental medwatch report will be filed.